Event description:
It was reported that, while admitted into the intensive care unit (ICU) and hospitalized, the customer was disconnected from the pump. Customer experienced a blood glucose (bg) level of 378-379 mg/dl with high ketone levels of 81 mg/dl resulting in diabetic ketoacidosis; cause was unknown. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump to address bg level. Reportedly, customer sustained a broken finger due to paramedics' roughness with customer. The customer was treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. The customer reverted to insulin pens for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.